Manufacturer narrative:
Liebel flarsheim manufacturing reports: field service engineer investigated and found the problem due to a pac's system failure, caused by improper shut down. The tech could not shut system down properly due to the infirmed being stuck in the auto query routine. Fse cleared auto query run and verified operation per the platinum one technical manual. The fse observed several cases without any errors or problems. Unit was returned to full service by the customer.

Event description:
Customer reports that during a retrograde cystogram on a male patient, the fluoro would not work. Patient was rescheduled. The system operated normally, procedure was completed, but the computer would not shut down. Customer had to perform a "hard shutdown" with power button on the computer tower. Customer can not get system to boot up now.